Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient´s caretaker reported in total 4 sensors that failed in the course of 1 to 2 days on the 4th of august. Since it was a weekend when they reported the failed sensor, the replacement was not shipped right away, and the patient was not wearing any sensor during that time. The patient relied on the bg (blood glucose) meter and manually placed the bg readings in his tandem pump (no specific bg values were reported). On the 7th of august shipment with the sensors arrived and the new sensor was inserted, it was working fine until the 8th of august, and it started to fail and showed "replace sensor now¿ error message on both tandem and app, even though it was a new sensor. The caretaker removed the sensor and use the second sensor from the replacement received. It went on warm up just like the normal process and it started giving accurate readings until few hours later, and they received again an error message with "replace sensor now". During this time, they ran out of sensors to change, the caretaker left the sensor placed on the patient´s body hoping that it will work again. Overnight it did not display any cgm (continuous glucose monitor) readings. The caretaker just relied on the bg meter as per IFU (instructions for use) instructions and manually input it into the pump in that way he could still monitor the patient´s bg readings. In the morning of 8th of august, the sensor was still not working. The caretaker tried to restart the same exact sensor and it started the 2 hours warm up. After the warm up, the cgm reading was 400 mg/dl and they took a bg reading which was 425 mg/dl. Around 8 am or 9 am on the 8th of august, the sensor started beeping and stated "replace sensor now" again. Around 10 am the patient urinated his pants and couldn´t control it. The caretaker took the patient to the hospital. They arrived around noon to the hospital and the patient was treated with ¿standard routine medication¿. They took a bg reading which was 600 mg/dl. The patient was treated with IV insulin and ¿electrolyte process¿ and the patient was diagnosed with some dka (diabetic ketoacidosis) reactions. The patient was hospitalized and at some point, went into a coma and was admitted to the ICU (intensive care unit) until the 15th of august. At the time of the report the patient was not showing any sign of progress and was advised to be transferred to a long-term facility but there were no exact details provided. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, coma, and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.